Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 10f sheath hole prior to a percutaneous coronary intervention (pci). Reportedly, three prostyle had a suture break noticed. A surgical cut down was performed. The sheath was upsized to 14f, and the pci procedure was completed. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture separation and surgical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.